Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. Testing with nova meter and test strips revealed that the device gave low values showing our device performed as intended. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. This is being reported as an adverse event under the FDA medwatch regulations. The meter in question will be returned for evaluation because this is a medwatch report. The consumer has discarded the test strips used in this event.